Manufacturer narrative:
An event regarding revision surgery involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection was carried out of the provided photographs. This showed black debris on the body of the exeter stem. As the device was not returned the exact origin of this black debris could not be determined. Dimensional and functional inspection not performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Revision for mitch componets and mdm insert used in revision in mitch cup. Exeter stem removed mitch head removed signiture stem inserted with adm/mdm insert (ref (B)(4)) used in primary mitch cup. Off label use.

Manufacturer narrative:
The following devices were also listed in this report: unknown mitch shell; cat#: unknown: lot#: unknown mmh-9988-0048 mitch modular head; cat#:mmh-9988-0048; lot#: fm060575 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision for mitch components and mdm insert used in revision in mitch cup. Exeter stem removed mitch head removed signature stem inserted with adm/mdm insert (B)(4) used in primary mitch cup. Off label use.